Event description:
The customer reported the system locked up during a case and was not recoverable. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.